Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. The reported device was returned to corin UK for examination. Upon inspection it was found that the buttons on each side of the instrument could not be compressed and thus the pin at the end of the device could not retract. In 2014 a design change was implemented for these instruments to address the durability of the device. The relevant device manufacturing records were identified and reviewed, it was found that this particular instrument was manufactured in 2013 prior to the design change. Based on this, corin now considers this case closed.

Event description:
It was reported that a unity em tibial ap/ml guide has broken.